Event description:
It was reported that during preventive maintenance there was a fault found. There was no patient involvement. During product evaluation it was found that the device had a damaged width plate. Due diligence is complete and there is no additional information available.

Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the device was returned with the handle separated from the machined head, as the handpiece threads were broken. The machined head, hinge gasket, and width plates were damaged and the device was out of calibration; however, the repair was not completed as the customer rejected the repair quote. Device history record (DHR) review was unable to be performed as the lot number is unknown. The root cause of the reported issue is attributed to component failure as the device exhibits wear and tear from repeated use. The reported event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. E1 telephone number: (B)(6). G2 country: great britian.